Manufacturer narrative:
Concomitant therapies: juvéderm® volift¿ with lidocaine, juvéderm® volbella¿ with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Health professional reported concomitantly injecting a patient in the right ck3 with .3 ml of juvéderm® voluma¿ with lidocaine, in the c2 with .5 ml of juvéderm® voluma¿ with lidocaine, and in unspecified sites with juvéderm® volbella¿ with lidocaine and juvéderm® volift¿ with lidocaine. Three months post-injection, the patient developed ¿permanent nodules¿ at the juvéderm® voluma¿ with lidocaine injection sites in the left polydioxanone wire path and was treated with intralesional corticosteroid injections, and oral corticosteroid + antibiotic for 2 weeks, with complete improvement. After 2 weeks, the patient developed a ¿nodule¿ in the right c2 region with few inflammatory signs. The physician then did a new course of antibiotic therapy, with moxifloxacin + clarithromycin for 2 weeks, and oral corticosteroid, with improvement, but with recurrence of the nodule after weaning of the oral corticosteroid, and appearance of new nodules. The patient was then treated with hyaluronidase with a 60% improvement. The physician requested facial CT that did not show collections or other infectious signs, choosing to conduct the case as granuloma. Granuloma was not confirmed via biopsy. The patient was then injected with more hyaluronidase, high dose (almost 2000 rtu), in c2 topography on the left and ck3 on the right, mainly, with 80% improvement and was also treated with an oral colchicine. The patient refused to take more oral corticosteroids and the physician is afraid of making intralesional corticosteroids in the hyaluronic acid nodules, as they are less delimited than the initial polydioxanone nodule. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00837 (allergan complaint # (B)(4)), MDR ID# 3005113652-2019-00844 (allergan complaint # (B)(4)), and MDR ID# 3005113652-2019-00845 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine (lot# vb20a80545).